Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Expiry date: 05/2022.

Event description:
It was reported through results of a clinical trial, approximately fifteen days post device implantation of endovascular arteriovenous fistula, the patient had an adverse event of stenosis of the perforator vessel. It was further reported that re-intervention was performed and the procedure was successful. The current status of the patient was unknown.

Event description:
It was reported through results of a clinical trial, approximately fifteen days post endovascular arteriovenous fistula creation, the patient had an adverse event of stenosis of the perforator vessel. It was further reported that re-intervention was performed and the procedure was successful. The current status of the patient is unknown.

Manufacturer narrative:
H10: the file was reassessed for reportability and determined to be no longer reportable. Since an initial MDR was submitted, therefore, the file will remain assessed as a serious injury. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: manufacturing review: a complaint history review was performed. This is the third complaint reported for this lot number. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned. No specific device failure mode was alleged. It was stated in the communications that the adverse event was not related to the device and possibly related to procedure and av access circuit. The result of the investigation is confirmed for the patient adverse effects from the creation of an arteriovenous fistula (avf). The definitive root cause for the reported patient adverse effects from the creation of an arteriovenous fistula (avf) could not be determined based upon the available information received from the field communications. Labeling review: the instructions for use for the wavelin endoavf system was reviewed and contains the following information relevant to the reported event: indications the wavelinq¿ endoavf system is indicated for the creation of an arteriovenous fistula (avf) using concomitant ulnar artery and ulnar vein or concomitant radial artery and radial vein in patients with minimum artery and vein diameters of 2.0 mm at the fistula creation site who have chronic kidney disease and need hemodialysis. Warnings: 2. The wavelinq¿ 4f catheters are single use devices. Do not re-sterilize or re-use either catheter. Potential hazards of reuse include infection, device mechanical failure, or electrical failure potentially resulting in serious injury or death. 3. The wavelinq¿ 4f endoavf system should not be used in patients who have known central venous stenosis or upper extremity venous occlusion on the same side as the planned avf creation. 4. The wavelinq¿ 4f endoavf system should not be used in patients who have a known allergy or reaction to any drugs/ fluids used in this procedure. 5. The wavelinq¿ 4f endoavf system should not be used in patients who have known adverse reactions to moderate sedation and/or anesthesia. 6. The safety and performance of the device via arterial wrist access has not been fully established. The incidence of vessel stenosis or occlusion that occurs in the radial and ulnar arteries after arterial wrist access has not been evaluated. 7. Do not use the device to create an endoavf using arterial access via the radial or ulnar artery. The endoavf should only be created using brachial artery access. 9. Improper use could damage insulation that may result in injury to the patient or operating room personnel. 16. Ensure the patient¿s arm is restrained to minimize movement during device activation; potential hazards of patient arm movement during activation are hematoma or pseudoaneurysm near the fistula site. Precautions: 4. If the device does not perform properly during the creation of the endovascular fistula it is possible that a fistula will not be created or there may be some vessel injury. 8. Prior to the procedure, ensure that the access location, access vessels, and target avf location are of appropriate size to account for the devices during use. Oversizing the device to the access vessel may increase risk of vessel injury, which may result in stenosis and/or occlusion. Vessel injury may impact future dialysis access options and/or the ability to perform future endovascular procedures from the target access vessels. Users should consider the potential risk of distal arterial stenosis and/or occlusion on end stage renal disease patients when selecting vascular access sites for the procedure. Potential adverse events: the known potential risks related to the wavelinq¿ 4f endoavf system and procedure, a standard avf, and endovascular procedures may include, but are not limited to: aborted or longer procedure; additional procedures; bleeding, hematoma or hemorrhage; bruising; burns; death; electrocution; embolism; failure to mature; fever; increased risk of congestive heart failure; infection; numbness, tingling, and/or coolness; occlusion/stenosis; problem due to sedation or anesthesia; pseudoaneurysm; sepsis; steal syndrome or ischemia; swelling, irritation, or pain; thrombosis; toxic or allergic reaction; venous hypertension (arm swelling); vessel, nerve, or avf damage or rupture; wound problem. Avf creation: 36. Retract or remove both 0.014" guidewires from the catheter activation zone. No guidewires should be present between the proximal and distal magnet zones during activation. 37. Ensure tourniquet has been removed (if applied). 38. Do not allow catheters to move in order to minimize chance of misalignment. 39. Using fluoroscopy, verify final catheter and electrode position before energy delivery. 40. Hold patient¿s procedure arm with firm pressure to minimize arm flexion and rotation during energy delivery. 41. Turn on esu and again ensure the cut t mode is illuminated, the power setting led display reads 60 w, and the maximum activation time of 0.7 sec is set in the time led display. 42. While imaging with fluoroscopy, deliver rf energy by firmly pressing and holding the yellow cut switch on the electrosurgical pencil until the audible esu activation tone stops. The electrode should visibly advance and touch the arterial backstop. If electrode does not contact backstop, an additional activation may be administered under the condition that the catheters have not been moved from their original position. Do not activate the device more than 3 times. 43. Remove the venous catheter. Remove the arterial catheter. 44. Perform arteriogram via the arterial sheath to confirm avf creation. Alternate contrast methods may be used at the discretion of physician. 45. Embolization of a brachial vein is recommended at this stage of the procedure to redirect blood flow to the superficial veins and support maturation of the desired target cannulation area. Embolization is recommended during the index procedure for patients who have more than one brachial vein, where a brachial vein is observed to have significant outflow from the avf. Embolization may not be needed in cases where the brachial vein outflow from the avf is minimal. Follow manufacturer use and sizing recommendations per embolization device instructions for use. Brachial vein embolization could occur in previous steps depending on patient anatomy and physician discretion. 46. Remove the arterial sheath and venous sheath and achieve puncture site hemostasis using manual compression. The arterial access site should provide a bony backstop (the humerus bone) to aid in compression. The operator should hold manual compression using pressure from the hand/fingers directly over the puncture site and maintain pressure for at least 20 minutes. Hemostasis at access sites should be verified with ultrasound. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through results of a clinical trial, approximately fifteen days post endovascular arteriovenous fistula creation, the patient had an adverse event of stenosis of the perforator vessel. It was further reported that re-intervention was performed and the procedure was successful. The current status of the patient is unknown.